Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board. The system operates as intended.

Event description:
The customer reported a collimator iris potentiometer error message and a collimator stuck error message. No pt injury was reported.